Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history is as follows: time: unk time, bg (mg/dl) 599 (alternative meter). Time: 5:40 pm, bg (mg/dl) 242, bolus (u) 3.0 (manual injection). Time: 9:17 pm, bg (mg/dl) 61.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to +30 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. User error is therefore determined to be the root cause of high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.